Event description:
I was submitted to an open inguinal hernia with the use of mesh device 100% polypropylene, since that day, pain has been my normal. It's getting worse and worse. Never got myself fully recovered from the surgery. Many doctors have analysed the site of the surgery and it turned out they don't know how to solve this problem since the mesh is a permanent implant. I lost my job, can't make physical strength or walk, it all gives intense pain response which make things worse. This last month, the pain became serious and I have reasons to believe the mesh is in direct contact with my bowels and giving it perforation or blockage, as it has been reported on the media about mesh complications. I don't know what to do. Please take my report. Thank you.